Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the proximal end of the coil was broken. A 4mm x 10cm interlock¿-35 was selected for use. During the procedure, the coil was delivered in a 4fr 0.97mm non bsc catheter into the right internal mammary artery. There was mild typical tortuousity as the catheter transitioned from the right subclavian artery to the internal mammary artery. A gentle flush was performed during introduction. The coil would not release from the cable. The coil was the retracted back into the catheter and delivered a second time but failed. Upon attempting to retrieve the coil the receiving clasp of the proximal end of the coil broke off at the distal part of the catheter with some unraveling of the coil. The coil was removed successfully using a gooseneck snare. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.